Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional stated that during intraocular lens implant procedure, noted that there was a scratch on the optic of iol. The lens was removed during initial procedure and replaced with new lens. There was no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was not observed. Iol returned positioned correctly in the iol case. Solution is dried on the iol. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. No scratches observed on the iol. The complainant indicates the use of non company viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. No root cause identified as the reported complaint scratch on the optic of iol, was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).